Event description:
It was reported that the customer experienced a low blood glucose level, which was indicated as "low" on the display, though the specific value was unknown. There was no adverse impact to the customer¿s blood glucose level as the customer consumed glucose tablets to address the low reading and did not require assistance from a third party. Technical support assisted the customer in updating basal rate settings and advised them to consult with their healthcare provider whenever settings are changed, which the customer understood and acknowledged.